Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose decreased from the 200 mg/dl and 300 mg/dl ranges to 34 mg/dl after an infusion set change. The patient treated with food, glucose tablets, and orange juice. The patient's blood glucose increased to 241 mg/dl. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.